Event description:
It was reported that the surgeon attempted to implant the intraocular lens (iol) through a 2.2 incision. The inserter did not properly go through the incision. The lens was deployed prior to going into the eye. A larger incision is required for implant of the intraocular lens and the surgeon forgot to make a larger incision for this lens model. The incision was enlarged to insert the backup (replacement) lens which was the same model and diopter with no reported problems. There was no patient injury and the patient is doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope showed one of the haptic is bent and stuck on the optic. The lens condition is most probably due to the insertion procedure. Due to the condition of the lens, no further analysis was possible. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. A deviation was noted in the review; however, the deviation has no impact on product quality. Also, there is no relation between the deviation and the described complaint. There were no process and / or material changes within the production order number. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.